Event description:
It was reported that during an unk procedure, when reloading it wasn't ready and the clip didn't fire properly either. It was not reported how the procedure was completed. No adverse consequences reported. Add'l info was requested and the following was rec'd. See scanned page.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.